Manufacturer narrative:
Per the user facility's biomedical engineer, the roller pump display was locked up and he attempted to repair the unit. The unit then only showed a half dimmed display.

Event description:
It was reported that during use of the device for a non-clinical activity, the roller pump display froze. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 during laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment and powered it on. The central control monitor (ccm) displayed a 'small roller pumps: 1 fail' message and the roller pump local display was only half illuminated. The roller pump also failed the self test. The pst replaced the suspect generic printed circuit board assembly (pcba) in the roller pump with a luo generic pcba and the roller pump functioned as intended. It was determined that the suspect generic pcba did not meet specification. Microscopic inspection was conducted on the generic pcba with no anomalies found. The suspect display and display to board pump cables were also tested and installed into luo equipment with no issues found.